Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected audio/beep anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
Customer's mother reported via phone call that the insulin kept beeping and the customer could not clear it since the buttons were not responding. No significant events leading to the keypad issue. Blood glucose value was 130 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.